Event description:
Complaint alleged that the manual trendelenburg was not working. Trendelenburg works from siderail controls manual. No injury alleged.

Manufacturer narrative:
Technician found that the manual trendelenburg was not working due to bad valve. Trendelenburg works from siderail controls. Replaced manual trendelenburg valve to resolve this issue. (B)(6). No patient impact.